Manufacturer narrative:
The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the display became blank after water exposure. Customer support advised that a back up plan for insulin delivery be used. The next day, it was reported that the pump beeped and vibrated while patient was wearing the pump for insulin delivery. A family member observed moisture under the screen and a visible crack in the battery compartment. At the same time, it was reported that patient had elevated blood glucose (>600 mg/dl) that was successfully treated at home.